Event description:
It was reported that during a radio-frequency ablation procedure using an intellanav mifi open-irrigated ablation catheter to treat atrial fibrillation (a fib) the catheter's irrigation port was damaged and leaking. During insertion the damage to the luer port was identified and the leak was noted. They exchanged the catheter, and the issue was resolved. The procedure was then completed with no patient complications. The catheter is expected to be returned for analysis.

Manufacturer narrative:
Upon receipt at boston scientific's post market laboratory the catheter was visually inspected which revealed that the irrigation extension was partially separated from the luer fitting joint of the catheter handle. The reported allegation of irrigation failure was confirmed, and the root cause for the occlusion was traced to device design. Separated tubing would prevent irrigation fluid from entering the catheter and proper irrigation would be unable to occur.

Event description:
It was reported that during a radio-frequency ablation procedure using an intellanav mifi open-irrigated ablation catheter to treat atrial fibrillation (a fib) the catheter's irrigation port was damaged and leaking. During insertion the damage to the luer port was identified and the leak was noted. They exchanged the catheter, and the issue was resolved. The procedure was then completed with no patient complications. The catheter was returned for analysis.